Manufacturer narrative:
Correction: the device details have been updated. Additional information: per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture. This report is submitted on june 29, 2021.

Manufacturer narrative:
This report is submitted on 28 february 2020.

Event description:
Per the clinic, the patient experienced pain and headaches with device use and subsequently was treated with steroid injections. Clinical management is ongoing.